Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good physical condition, no damage or adulteration. The return tube is cracked resulting in the device failing the fluid flow test, it measures below the 1 gallon per minute (gpm) minimum. There is evidence of fluid ingression on the printed circuit board (pcb) from the cracked return tube as well. Noticed the ribbon portion of the membrane switch has delamination, this can cause corrosion on the traces since the device runs warm fluid (moisture) and is a closed system. The device went into over temperature roughly three minutes into running it confirming the complaint. The cause was fluid ingression on the pcb from a cracked return tube. The return tube, membrane switch and pcb were replaced. The o-rings and fan guard were replaced for preventative maintenance. The device passed functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that it boots up normal but won't stop at 40 degrees, it keeps going up and into an alarm. It was found when they were going to put it on a patient but was put into alarm. There was no patient involvement, and no patient harm/adverse event reported.